Manufacturer narrative:
The device and delivery catheter were returned to gore an engineering evaluation was performed and showed the following: o there was blood on the returned device. The device had been pulled off the catheter and the delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. The cause for the broken leading end of the catheter could not be determined with the currently available information.

Manufacturer narrative:
(B)(4). Patient medications include but are not limited to : uroxatral, plavix, amlodipine besylate, lisinopril, atorvastatin calcium. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, during an endovascular procedure for treatment of a common iliac artery aneurysm with a gore® excluder® iliac branch endoprosthesis (hgb16107a/15142979). It was reported that as the device was being advanced for deployment up and over the aortic bifurcation; when maneuvering to position the device, the physician felt the device seemed to have snapped at the trailing end. When withdrawing the device back within the sheath, the endoprosthesis unintentionally deployed within the sheath. The device and sheath were successfully removed from the patient and upon examination it was determined that the polymide wire had snapped and was detached from the delivery catheter at the trailing olive. Another device was used to successfully conclude the procedure. The cause of the snapping of the device was reported to have been caused by a wire wrap. The device was retained and is being returned to gore for analysis.